Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure, dislodgement was observed on the ra lead. Lead was explanted and a new lead was implanted. No further information available.